Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cartridge of the infusion device had leaked and the cartridge compartment was wet. No adverse event was reported. The cartridge lot number was not provided. The cartridge was requested to be returned for product evaluation.